Manufacturer narrative:
(B)(4). H6 health effect: impact code: f1909 surgical procedure delayed.

Event description:
It was reported via web self-service that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient stated that the sensor wire looped through the hole of the sensor. The patient went to the emergency room and underwent an hour-long procedure to remove the sensor component that remained in their arm. A piece of tissue roughly the size of a fingertip had to be excised. No other event information was provided and multiple attempts to follow up with the patient for additional information was unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 09/30/2025. It was reported that the doctor removed about ¿2 centimeters of flesh¿, 20 millimeters, ¿roughly the diameter of a 12 gauge shotgun slug¿. The patient was prescribed cephalexin. Per the patient¿s visit notes, there was no filament on his dexcom after removal. Foreign body of left upper arm was found. Under local anesthesia the area where the filament was excised. A photograph of the sensor insertion site was provided and it confirms that stitches were required after incision. No additional patient or event information is available.